Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer reported riding their bike in the rain while connected to the insulin pump. Customer's blood glucose was over 100 mg/dl. The customer reported a constant tone was occurring on the insulin pump. The customer also reported a button error alarm occurred on the insulin pump and none of the buttons were responsive. Customer declined to troubleshoot for the keypad issue. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted during testing. No moisture damage found on the electronics, motor, battery tube or vibrator assembly. The pump also had a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.